Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had a red rash in the vaginal labia area, where they felt stimulation sensation, and the doctor had tried every medication to get rid of it. They stated maybe it was where the wire was. Information was reviewed with regard to sacral nerve stimulation lead placement. They stated it had been going on for a long time, close to a year, and it couldn't be healed with any cream, salve, gel, or antibiotics. They stated they had seen their primary care physician and obgyn and they had not diagnosed the patient with anything other than unknown rash. They were wondering if the device could be moved or reprogrammed to address the rash. It was reviewed that and immune system or allergic response to the system components was possible, however reprogramming is unlikely to resolve the issue. It was recommended the patient follow-up with their managing healthcare provider or seek further medical opinion form specialists as deemed appropriate.